Event description:
It was reported that the customer experienced a blood glucose (bg) level of 53 mg/dl. Reportedly, the customer consumed carbohydrates to address their bg level. The customer alleged that the pump miscalculated boluses. Tandem technical support educated the customer on correction bolus calculation with insulin on board. The customer acknowledged pump functioned as intended and continued using the pump for insulin therapy.